Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was having poor vision. Clinical reason is maladaption. The iol was exchanged for non company monofocal intra ocular lens 5 months 2 weeks 1 day following the initial implant procedure. Additional information recieved and stated that patient was complaining all over haze and poor near vision since day 1 post operation. There was no patient harm. There are two medical device reports associated with this complaint. This report is associated to left eye.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Intraocular lens (iol) received in a plastic container inside a plastic bag. A significant amount of solution is dried on the iol. One haptic is slightly deformed and immobilised with dried up solution between the haptic arm and the optic. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).